Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was not able to duplicate the reported issue. There was no problem with the flow rate, though the device did have a cracked downstream occlusion (dso) seal. The dso seal was replaced to address this issue.

Event description:
It was reported that the funding rate was outside the tolerance range. There was unknown patient involvement.